Manufacturer narrative:
The insulin pump was unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. No motor position encoder error alarm noted in alarm history screen. It was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed the motor test. Device passed the displacement test and had a scratched display window, debris under display window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump has been alarming motor error for le past couple of weeks durng prime and bolus. The customer also reported she has experienced high blood glucose up to around 500 mg/dl. Blood glucose value at the time of the motor error was 492 mg/dl; treated with manual injection. The drive support cap is recessed. The customer stated she works at doctor's office and they have x-ray machines. The customer was able to rewind. The customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.